Event description:
On (B)(6) 2012 customer reported that their dxc 800 instrument generated a false low cholesterol result for one patient. The results was reported out of the lab. When the result was questioned by the physician, customer reran the sample and amended the report. There was no change to patient treatment based on the erroneous result. Quality control results provided by customer for cholesterol appeared acceptable. Field service engineer (fse) inspected the instrument and was not able to reproduce the issue. Fse checked all alignments and probes, and found no problems. Fse ran a precision run of 20 replicates and precision passed beckman coulter criteria. Fse had customer pull 10 low patient samples for rerun. Customer ran each sample in duplicate and no deviation was noted. No further issues were reported.